Event description:
It was reported the customer experienced high blood glucose. Troubleshooting was performed. The lead screw was rusted and stiffness noted in the reservoir lock.

Manufacturer narrative:
Analysis revealed the luer lock functioned properly. However, the drive block did not engage with the lead screw due to corroded threaded segment.